Manufacturer narrative:
Implanted date: corrected from none to (B)(6) 2016. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and a guidewire that was froze in the device. The outer shaft, middle shaft, inner shaft, and the remainder of the device were checked for damage. The outer shaft was kinked at the nosecone. The guidewire was stuck in the device 30c.5cm from the tip and 113cm from the proximal end of the handle. The stent was not returned. It was also visually noticed that the marker band was crushed most likely to procedure factors. The handle was dismantled to investigate internal components. It was noticed that the proximal inner sheath was prolapsed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-07059. It was reported that stent deployment issues were encountered and catheter entrapment occurred. Vascular access was obtained via the right femoral artery. The 100%, chronic total occlusion (cto) target lesion was located in the severely tortuous and severely calcified left superficial femoral artery (sfa). After a 6fr non-bsc introducer sheath was attempted to be delivered to the opposite side but the sheath had difficulties in advancing between the aorta and iliac. After a 014 non-bsc guidewire crossed lesion, pre-dilation was performed using a 5x2.20 sterling balloon catheter. Then a 6x180x130 innova¿ stent was advanced and was positioned in the lesion. The physician started to deploy the stent with the thumb wheel. The marker of the middle sheath started moving and the stent was started to deploy. The physician started pulling the pull grip after it was confirmed that a white arrow was on the pull grip. However, it was noted that 5-6cm of the stent could not be deployed and remained inside the middle sheath although the pull grip was completely pulled. It was also noted that the guide wire became stuck inside the innova¿ stent delivery system (sds). Subsequently, the entire system was carefully pulled back and the stent was deployed protruded from the middle sheath with no deformation noted. The sds was checked outside the patient and it was confirmed that the guide wire had completely stuck inside the sds and unable to be pushed or pulled. A second 6x120x130 innova¿ stent was advanced along with a 018 guide wire and was deployed without any issues; however, the guide wire became trapped inside the innova¿ sds and severe resistance was encountered. The guide wire was eventually removed from the sds, but with difficulties. The procedure was completed with this device and post dilated with a balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-07059. It was reported that stent deployment issues were encountered and catheter entrapment occurred. Vascular access was obtained via the right femoral artery. The 100%, chronic total occlusion (cto) target lesion was located in the severely tortuous and severely calcified left superficial femoral artery (sfa). After a 6fr non-bsc introducer sheath was attempted to be delivered to the opposite side but the sheath had difficulties in advancing between the aorta and iliac. After a 014 non-bsc guidewire crossed lesion, pre-dilation was performed using a 5x2.20 sterling balloon catheter. Then a 6x180x130 innova¿ stent was advanced and was positioned in the lesion. The physician started to deploy the stent with the thumb wheel. The marker of the middle sheath started moving and the stent was started to deploy. The physician started pulling the pull grip after it was confirmed that a white arrow was on the pull grip. However, it was noted that 5-6cm of the stent could not be deployed and remained inside the middle sheath although the pull grip was completely pulled. It was also noted that the guide wire became stuck inside the innova¿ stent delivery system (sds). Subsequently, the entire system was carefully pulled back and the stent was deployed protruded from the middle sheath with no deformation noted. The sds was checked outside the patient and it was confirmed that the guide wire had completely stuck inside the sds and unable to be pushed or pulled. A second 6x120x130 innova¿ stent was advanced along with a 018 guide wire and was deployed without any issues; however, the guide wire became trapped inside the innova¿ sds and severe resistance was encountered. The guide wire was eventually removed from the sds, but with difficulties. The procedure was completed with this device and post dilated with a balloon catheter. No patient complications were reported and the patient's status was good.